Event description:
It was reported that 4-5 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: nurses are having trouble priming the extension set. Sometimes they can push and pull and it works. I have 4 extension sets that have staff have had an issue with.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22029688. Medical device expiration date: 2022-11-02. Device manufacture date: 2021-11-02. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: five samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they are having trouble priming the extension set could not be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. A device history record review for model 22003e - 07, lot number: 21119801 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e - 07, lot number: 22029688 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 4-5 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: nurses are having trouble priming the extension set. Sometimes they can push and pull and it works. I have 4 extension sets that have staff have had an issue with.